Event description:
It was reported that at the second fitting 2 short-circuits were seen without any obvious reason. No accident or head trauma was reported. The girl just recently started to hear with her device. She is very active and thus pays less attention to her hearing. Testing showed two short-circuits involving four and two electrode channels. However, the short-circuit involving two electrode channels disappears from time to time.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.